Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the evening of (B)(6) 2020 the patient had bolused insulin via his medtronic pump based on the cgm reading which they later felt was inaccurate (no value provided). He woke up at around 2:00 am on (B)(6) 2020 and knew he felt low, so he went to the kitchen to get a snack, but he fell to the tile floor before he could do so. He had not checked a fingerstick at the time. His parents heard him and found him on the floor, having a seizure and not breathing. They gave him an injection of gvoke (glucagon) and when he woke up and was able to speak, they gave him orange juice several times. Looking at his receiver later, they saw that his cgm value had dropped at around 1:00 am, then came up a little, but they are unsure if it alerted. The patient¿s mother stated that his cgm reading at the time of the seizure was 67 mg/dl but reviewing the receiver later showed it was well below 40 mg/dl. He was taken to the emergency room (ER) at around 3:15 to 3:30 am. His bg there was initially 170-180 mg/dl and came up to around 260 mg/dl following the glucagon and orange juice, but the gcm receiver was reading 100 points off at 160 mg/dl. The bg value was confirmed on the ER meter, and the patient¿s medtronic meter, both of which read 260 mg/dl. The ER started intravenous (IV) therapy and did lab work including electrolytes. The patient had hit his head hard during his fall, had a big knot on his head, and he had bitten his tongue during the seizure; the emergency room staff implemented concussion precautions. The mother stated that the patient slept most of the 2 days following the event and took tylenol occasionally for headache related to hitting his head. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.